Manufacturer narrative:
Per the t:slim x2 user guide, ¿make sure you have not taken any medications containing acetaminophen (such as tylenol) to ensure you are getting accurate blood glucose values for calibration.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 63 mg/dl, and the meter bg reading was 400 mg/dl. The customer had recently taken acetaminophen. In addition, it was reported that the customer based insulin therapy decisions off the inaccurate readings, and customer's blood glucose level became elevated (400 mg/dl). Customer delivered a bolus to address elevated bg levels. Customer believes the sensor may have moved into leaner tissue due to high activity at work.